Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour xt meter was tested, with the in-house contour next test strips, using a blood sample. Which gave a satisfactory performance. Additionally, a device history record was reviewed, for the suspected contour xt meter. And no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from the (B)(6) reported that he attempted to perform a blood glucose testing with his contour xt meter, however, when he inserted the test strip into the meter's strip port, the meter did not produce a reading. The meter was flashing the strip icon, however, the blood droplet icon did not flash and after inoculating the test strip with the blood drop, the meter did not show a countdown to produce a reading. As the customer was unable to test, he did not know his blood glucose levels and at 6:30 p.m., before having dinner, the customer felt weak and collapsed. The customer's wife called an ambulance. The ambulance staff performed a blood glucose test with their blood glucose meter and obtained a reading of 3.8 mmol/l. The customer was given lucozade and he ate bread and jam after which he recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.